Event description:
Per independent repair center statement the unit would not start. The key failure was the capacitor for the compressor had a short circuit. Additional malfunctions include the poppet kit for the valve was not shifting, and the zip ties for the straps was leaking.